Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 40 mg/dl at the time of the incident. The customer was given a glucagon shot to treat. The customer experienced low symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer reported the pump was under and over delivering. Troubleshooting was not completed and as the customer declined. The customer reported the retainer ring came off the pump, but the reservoir was still locking in place. The customer also mentioned getting insulin flow blocked alarms and highs. The reservoir will not be returned for analysis.